Manufacturer narrative:
In researching the subject wheelchair, there was no history found of repairs being done to this chair prior to this legal complaint that we, sunrise medical (us) llc, received on june 1, 2018. The wheelchair owner's manual does state on page 9, section m. Transfers, item 6, and first bullet point: "as a standard rule, never stand on footrests when you transfer. Doing so may damage them or cause your chair to tip." At this time it cannot be determined if a malfunction occurred since we did not receive a service call for these part(s) nor were we given the opportunity to inspect the damaged part(s) to determine the root cause of the failure when this incident allegedly occurred back on (B)(6) 2016. Sunrise medical's legal department is investigating and addressing this claim.

Event description:
A legal complaint notice was received by sunrise medical (us) llc on june 1, 2018 from (B)(6) attorneys at law stating the following allegation: on (B)(6) 2016, at approximately 4:30 pm, our client (plaintiff), was being strapped on his wheelchair when placed his feet on the foot pedals for support, the left pedal broke causing him to fall forward. As a result of this fall my client was injured. Following the fall my client was transported to (B)(6) medical center by ambulance with complaints of leg pain. (B)(6), pa diagnosed him with lower fracture extremity and discharged him with instructions for follow-up care. Plaintiff was placed with long leg splint and discharged him with instructions for follow-up care.